Manufacturer narrative:
Alarm lamp did not work due to defective alarm lamp board. Alarm lamp board was replaced and all the tests were performed.

Event description:
Hamilton medical ag received the following incident description: a customer had a problem with an alarm lamp board p.n. 159272 s.n. (B)(6): red light doesn't work.

Event description:
Hamilton medical ag received the following incident description: a customer had a problem with an alarm lamp board p.n. 159272 s.n. (B)(6) : red light doesn't work.

Manufacturer narrative:
Alarm lamp did not work due to defective alarm lamp board. Alarm lamp board was replaced and all the tests were performed. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.